Manufacturer narrative:
Name - (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemic event on (B)(6) 2026. The blood glucose was 500 mg/dl and was treated with insulin via manual injection. The blood glucose was high for one to two hours.